Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00429. It was reported the patient experienced discomfort located at the ipg sites. As such, the patient underwent a surgical procedure wherein the ipgs were repositioned to address the issue.